Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included pressure test, blockage test and spiking the set into an in-house solution bag and priming it with distilled water following the technique of the user guide with no issues noted. The reported condition was not verified on the companion sample. The actual sample was not received and therefore, could not be evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown quantity of interlink system buretrol solution sets had air trapped in the line while being used with a spectrum pump resulting in air alarms. This issue was identified during use of the devices. There was no patient injury or medical intervention associated with this event. No additional information is available.